Event description:
"During use, blood and fluid leakage occurred from the isolation stopper; three units were affected; one physical device was returned, and photos and videos are available; a green claim is required, along with a complaint response letter and a complaint acknowledgment letter.".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.